Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced hypoglycemia. Customer's blood glucose value at the time of incident was 54 mg/dl. The customer reported that the sensor did not work properly when transmitter was connected to it. The insulin pump will not be returned for analysis.